Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: due to gap in cable unit. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, that during the device evaluation. The watertightness is lost and noise in the image.